Event description:
It was reported that the patient had frequent ipg charging for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not return as it was discarded by the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.